Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom was able to be reproduced. Baxter's evaluation found the sensor current reading to be out of specification, creating nuisance downstream occlusion alarms. The device will not auto restart if these alarms are occurring. Further evaluation found the downstream pressure plate gap to be out of the downstream pressure plate gap to be out of specification. Downstream occlusion tests were performed per spectrum svc manual with unit passing. The downstream sensor assembly will be reworked and the device recalibrated.

Event description:
It was reported that a pump will not auto restart after a downstream occlusion is cleared.